Event description:
During the complaint investigation process, the original complaint of a critical therapy drug (levophed) leakage was confirmed when testing an additional returned (used) list #b4018, 4-way high flow stopcock w/rotating luer. This is the second of 2 emdrs for this complaint.

Manufacturer narrative:
The following returns were received from the customer for investigation: two used list #b4018, 4-way high flow stopcock w/rotating luer; lot #unknown. Each of the two used stopcocks were leak tested. There was a leak observed on one of the two stopcocks with the crack and crazing observed. The complaint of leakage was confirmed on one of the returned used list #b4018, 4-way high flow stopcock w/rotating luer; lot #unknown. As received, there was crazing and a crack observed on the female luer the stopcock. The crack was observed to be from the end of luer to half-way down the luer. The sample was leak tested per product specification. There was a leak observed on the stopcock with a crack and crazing observed. The probable cause of the damage observed is typical of environmental stress during use. A device history record (DHR) review could not be conducted because no lot number was identified.